Event description:
Operating room table/bed malfunction. Origin not confirmed but suspected to be the operating table hand piece. Anesthesiologist had reported a problem with the up button. The operating room table began to rise with the patient to the maximum height without anyone touching the hand piece up button. The operating room table was brought down by the circulating nurse by using the manual operating buttons located at the base of the table. This incident took place prior to starting a robotic surgical hernia repair. Had this malfunction of the hand piece/operating room table occurred after surgery began, the results would have been catastrophic in nature. The safety features associated with the robot are specific to the robot and are not designed to respond to changes in the operating room table. The robot does, however, give a verbal warning after docking that the operating room table should not be moved. Hand control was brought to clinical engineering for evaluation. The problem with the table up button was easily reproduced. There was no obvious visual damage on the exterior of the control. While the button was stuck on, it still made a tactile click when pressed. Manufacturer response for surgical table hand control, skytron (per site reporter). Manufacturer vendor suggested we simply turn off the power to the table during the critical part of surgery to ensure a damaged hand control could not move the bed. All hand controls inspected.